Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced cardiac tamponade, cardiac perforation and pericardial effusion. Afarawave ablation catheter was selected for use during a pulsed field ablation (pfa) procedure. It was reported that the patient experienced a cardiac perforation, pericardial effusion and cardiac tamponade. The patient was readmitted to the hospital for additional intervention to treat the issues. No further information was provided.